Event description:
During a cholangiogram with additional biliary stent placement, the stent came off the balloon delivery system. The stent came off the balloon proximal to the intended site. No pt injury.